Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001534 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that at the end of the procedure, the physician noticed backflow blood from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Very minimal blood was observed, the physician had to hold pressure a little longer; however, no interventions were required. Patient¿s hemodynamics was not compromised. No air entered the patient¿s body. No broken parts were observed. The sheath was replaced, and the issue resolved. Although no damages to the hemostatic valve were reported, this is being conservatively reported for the hemostatic valve separation as it is most likely that backflow of blood occurred due to a malfunctioning/dislodged valve. Given that no interventions and no hemodynamics disruption was reported, this will not be considered a patient adverse event.